Event description:
It was reported that there was resistance upon advancing and retracting the device. Before using a catheter and a stent delivery system, ivus was performed. There was resistance while ivus was delivered to the lesion. After the stent was implanted and while the device being retracted, the resistance increased and it was felt that the guide wire fractured inside of the guiding catheter. The separated portion was found within the guiding catheter and removed without any problem.